Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their device has been turned off for several years because they would turn it on and they would feel it in their toes and they couldn't leave it on. Patient stated that their initial urologist put the implant in wrong, so they went to another urologist. Patient stated that they weren't ok so they decided to just turn the implant off all the way. No further action taken by pats. Documented reported event.